Manufacturer narrative:
Date received by MFR: 26nov2019. The manufacturer¿s service technician was unable to confirm the reported patient disconnect issue. The manufacturer¿s service technician was unable to confirm the reported patient disconnect issue. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is no relationship of the device to the reported problem. Part was not returned to failure investigation (fi) because no parts were replaced to address the customer allegation. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 05sep2019.

Event description:
Patient disconnect alarm. There was no patient involvement.